Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  patient has not used stimulator in years. The stimulator is causing some pain. Rubbing against something. Irritation around stimulator. It has been probably 6 or 7 months the issue has been going on. They thought it was her hips or general lower back. She went in and had some injections along lower back and it didn't work. Went back to orthopedic. All discomfort starts around the stimulator. They are trying to figure out if the patient is strong enough to remove it surgically. Sent email of doctor listings in her area.  No further complications were reported/anticipated at this time.